Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that catheter stuck on guidewire occurred. The target lesion was located in the lower limb artery. An angiojet solent omni catheter was used in a thrombectomy procedure. During the procedure, when the thrombus was formed 20 minutes after the medication dispensing mode ended, the guide wire could not be withdrawn. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.